Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged prior to the procedure being completed. It was noted that there was no sensing in the ra. The physician opted to reopen and reposition this ra lead successfully. No other adverse patient effects reported.